Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for a drive line infection. The patient presented with redness and drainage at the drive line exit site along with fever. Cultures were taken and were positive for cerasia and the patient was placed on intravenous antibiotics. An abdominal computerized tomography (CT) scan was performed which showed fluid near the pump pocket. Drive line debridement was performed on (B)(6) 2020. The infection spread despite treatment and the patient developed sepsis followed by kidney failure due to sepsis. The patient ultimately expired on (B)(6) 2020 and the cause of death was noted to be sepsis and kidney life failure. At the time of sepsis and death the patient was treated with ciprofloxacin and mirapentum. The patient's left ventricular assist device (lvad) was turned off at the time of death and was not explanted. No further information was provided.